Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay corrected and additional information. This corrected information does not change the previously submitted investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. There is a small piece of the rasp that is fractured off near the hole at the proximal end confirming the complaint of a fractured instrument. The rasp shows signs of wear and tear . There are scratches and scuffs around the post and hole on the proximal end indicative of usage. Some of the edges of the rasp are rounded and dull. The fracture occurred on one side of the notch above the hole. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(6).

Event description:
It was reported that during a total hip arthroplasty, the surgeon was having trouble getting a size four broach into the femoral canal due to small patient size. The shoulder of the broach broke as they were trying to reconnect the dual offset broach handle to the taperloc broach that was in the patient. A piece of the metal broke off around the broach inserter hole. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.